Event description:
The customer stated that his control test readings had been too high. The customer took his reagents to a clinic to be tested. The clinic performed a control test using their contour meter and rec'd a reading of 166 mg/dl. The normal control range for the test strips was 88-121 mg/dl. The customer did not allege any adverse events. The test strips will be returned for evaluation, and replacement test strips will be sent.